Manufacturer narrative:
Unable to confirm an error alarm in the alarm history screen due to an overwritten history file. The pump passed the displacement test. The pump had intermittent motor error alarms during the rewind due to debris on the motor slide threads, however, the motor was tested outside of the device and it passed. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 220mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.